Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 450 mg/dl. Customer stated that they were taking new medication for swollen lymph node issues. Customer stated that they received calculation not accepted and change sensor alert. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.